Event description:
Contact person made the following statement: one contrast syringe with small white particle on the black plunger. This is the first report of this nature for this lot. No patient was involved in this event.

Manufacturer narrative:
4 samples arrived for evaluation and investigation (3 were new and sealed and one was opened). The opened sample had a particle inside the barrel, trapped between the plunger and the barrel's inner wall. Device history record (DHR) review: an electronic device history record review of the reported lot number confirmed that the product was released according to our established procedures and passed qa filters with no ncr, this is an indication that all visual inspections required, dynamic and static tests were successful. Physical DHR is not available for additional data. Investigation: the particle was observed on a microscope and was determined to be a plastic part of the syringe body. The particle measures 0.23 mm. The bottom part of the barrel body had a scratch. The particle matched the dimension of the scratch. The particle was sent for evaluation to an external scientific laboratory to verify the composition of the particle as being part of the body as suggested and the laboratory concluded thru ftir results, that the particle did appear to be similar to the syringe barrel indicating that the particle came from the syringe. Additional to this we can conclude that due that the particle was trapped between the plunger and the barrel of the body, the particle was not loose or in risk of mixing in with contrast liquid; however this condition is unacceptable and will be closely monitored by the manufacturing site. Root cause: the plunger was removed and re introduced in some point and the particle attached itself by static to the plunger when re introduced. The sample with the particle, was returned with the plunger at the incorrect distance from the bottom of the barrel and not in a 90º angle to the barrel body as what would be expected of a normal usage. Another possible root cause is that the particle became trapped when placing the plunger inside the barrel by an operator, and this would be handled as an isolated event as no other events regarding syringe body particles have been found in other complaints inside the body. Corrective action: a qa alert was provided to the manufacturing personnel and posted in the manufacturing floor to notify of this event and the importance of the visual inspection due to the conclusions of the possible root cause. This complaint will be used for tracking and trending purposes and will be considered an isolated event.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.